Manufacturer narrative:
The pump powered up properly after battery installation, and no blank display anomaly was noted. The pump was received with unresponsive buttons due to an unlocked connector. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests, or verify the battery out limit alarms due to the button anomaly. The pump also had a cracked case at the display window corners and battery tube threads, as well as minor scratches on the display window.

Event description:
Customer called and reported that the insulin pump had been dropped on the floor and the screen went blank. Customer changed out the battery, received a battery out limit alarm, which was cleared. Customer's blood glucose was 300 mg/dl. The customer called in again later, stating that customer's blood glucose had been 60 mg/dl before bed and the keys on the insulin pump began sticking. Customer treated for low blood glucose by drinking orange juice. The customer was advised to discontinue use and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.